Manufacturer narrative:
G4: 14jul2020 b4: (B)(6)2020 the blower motor was returned to manufacturer to failure investigation (fi) for analysis. Customer complaint verified, the root cause is mechanical failure of blower motor assembly. The determination could be made that the device failed to meet specifications and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
It was reported that the unit declared a blower stall and auxiliary alarm supply failure. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's remote service technician performed troubleshooting with the customer. The customer was advised to replace the power management (pm) board, blower and gas delivery system (gds). The pm board was replaced; however, the issue persisted. The customer replaced the gas delivery system and the issue was resolved. The unit passed performance testing.